Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were not responding. The customer stated the esc and act buttons were not working. The customer stated that he was unable to rewind or prime the insulin pump. The customer's blood glucose was 387 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer did not recall any significant events leading to the keypad issues aside from being out in the sun. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window and a cracked case near the display window corners.